Event description:
It was reported in the article that there were 19 early major amputations in the heparin-bonded eptfe graft group.

Manufacturer narrative:
Dorigo w, pulli r, piffaretti g et al. "Results from an italian multicentric registry comparing heparin-bonded eptfe graft and autologous saphenous vein in below-knee femoro-popliteal bypasses". J cardiovasc surg 2012 apr; 53(2): 187-94. Not testing methods performed. No lot number info was supplied; therefore, no review of the manufacturing paperwork could be performed. The device was not returned; consequently, a direct product analysis was not possible.